Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator generated a ventilator inoperative alarm. Ventilator was shutting down. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. A non-medtronic/covidien service provider inspected the device and confirmed the reported problem. The service provider found the power supply to be faulty. Medtronic/covidien was not authorized to repair the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not on a patient at the time of the reported event.